Event description:
In 2006, patient had slimeline with self tapping screws implanted at c7-t1. In 2009, the representative was informed of a removal case for the patient. On the next day, the representative reviewed the x-rays. The plate looked intact. One screw at t1 was backing out. Second screw at t1 was disengaged from the plate and loose in soft tissue. The hardware was removed and a pcf performed from c3-t2.

Manufacturer narrative:
Product will not be returned. Retained at hospital. Device manufacture date is unknown. Evaluation is pending.